Event description:
It was reported that during a ion transbronchial lung biopsy procedure, the patient coded. The patient did not have a cardiovascular history. Two lesions were biopsied in the right lower lobe and left lower lobe. Per the physician, everything was going well with the ion procedure and the patient was fine. The ion portion was completed 20 minutes before the code occurred and there were no issues with the ion device. However, as the procedure transitioned to the endobronchial ultrasound (ebus) portion, the patient crashed and required medical intervention; chest compressions were performed for 2 minutes. The patient was transferred to the cardiac ICU. A chest x-ray was performed to confirm there was no pneumothorax present. The patient recovered and was hospitalized for a few days and then discharged home in stable condition. The physician attributed the code to anesthesia. The diagnosis was squamous cell carcinoma.

Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer (mso) and the following additional information was provided: "a woman in her 50s underwent an ion bronchoscopy procedure with biopsy of 2 lesions (right lower lobe and left lower lobe). Approximately 20 minutes after the ion procedure and while linear ebus portion was being performed, she suffered from a cardiac arrest. CPR was performed for approximately 2 minutes and rosc was established. She was admitted to the cardiac intensive care unit. She recovered and was discharged home after a few days, in stable condition. A diagnosis of squamous cell carcinoma was made from the bronchoscopy. There is no allegation of malfunction of the ion system, instruments or accessories. Based on the available data the events were procedure related and not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023." A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.